Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited failure to capture and low sensing. The right ventricle lead was reposition on (B)(6) 2022. Later it was noted that the patient experienced pocket infection. The right ventricle lead was also suspected to be dislodged during the reposition on (B)(6) 2022. The right ventricle lead additionally exhibited over-sensing and insulation breach. The right ventricle lead was capped and replaced on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.